Event description:
It was reported the balloon was used and inflated/deflated 4 to 5 times in the procedure. On the last inflation, the pt became tachycardic and hypertensive and the catheter was removed. Angiogram was performed and showed significant reduction of flow in left ica with extravasation in the distal vessel. Outside of the pt, the catheter was examined and the balloon was found stretched with the tip of the guidewire appears to be broken inside the catheter. It was reported the pt expired.

Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4). No files attached.